Event description:
Lens opacification was observed and the pt visual acuity was 20/666. The pt suffer from diabetic retinopathy and according to the dr it could be the reason for the opacification. The lens remains implanted however the dr is considering explantation.